Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a primary breast augmentation with 425cc mentor memorygel breast implants experienced bilateral implant rupture postoperatively. Rupture was confirmed by a healthcare professional. As a result, the patient underwent explantation and replacement with unspecified mentor gel breast implants on (B)(6) 2021. This medwatch report is for the left-sided implant.

Manufacturer narrative:
Device evaluation completed on (B)(6) 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpp gel 425cc breast implant. Leak testing was performed, according to mentor procedure, and it revealed an area of delamination at the union between the shell and patch, causing a gel leakage. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).